Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: investigators were unable to confirm the original damaged display complaint. The protective lens film was scratched and discolored. Upon removal of the lens film, no evidence of physical damage was found on the display lens. The pump was opened up and no damage was found on the organic light-emitting diode (oled). Unrelated to the original complaint, the bolus button cover was torn; however, the bolus button was still operable. In addition, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was scratched and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.